Event description:
It was reported that during an evaluation conducted at the manufacturer, the drill began smoking. This event did not occur in a surgical environment, so there was no pt involvement. No user injuries were reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was contained by the manufacturer, however, the complaint could not be replicated. Based on the quality investigation, internal components revealed evidence of an electrical shortage within the motor assembly, which could have resulted in smoke being generated. The exact cause of the motor shortage could not be confirmed. The motor was replaced and the device was returned to the customer.